Event description:
It was reported the device became stuck on a thruway guidewire. The 90% stenosed, and moderately tortuous target lesion located in the superficial femoral artery (sfa) to treat peripheral artery disease (pad). A 1.85 mm jetstream sc catheter was selected for an endovascular thrombectomy (evt) procedure. During the procedure, the device became stuck on the thruway guidewire and kinked. The device had to be removed together with the catheter. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.